Event description:
After 43 months of implantation, this ICD was explanted because of reported eri (elective replacement indicator). However, during the analysis of this ICD it was discovered that this ICD had a delaminated pacing hybrid. The facility was notified that this device was a suspect device for over-sensing.